Event description:
The manufacturer received information from customer in reference to a ds2adv auto CPAP with an allegation of pressures are not stable and jumping around erratically. There was no report of serious injury or harm. There is no medical intervention was specified. The device was returned to the third-party service center. And observed touch screen with electrical damage along with those additional failures was observed as pca with oxidation and blower with contamination. The customer complaint was reproduced. There was multiple error code has been identified. The device was scrapped.